Manufacturer narrative:
(B)(4). Evaluation summary: the returned device was investigated and the reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Review of the complaint history identified no similar incidents reported from this lot. The reported leak appears to be related to the observed tear in the silicone valve of the hemostasis valve; however, a definitive cause for the observed torn silicone valve cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the air leak during the procedure. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The steerable guide catheter (sgc) was advanced to the left atrium and the dilator was retracted out of the sgc. Air entered the hemostatic valve of the sgc requiring aspiration of the air out of the device. No air had entered the anatomy. The sgc was removed and replaced with a new sgc. The procedure continued with successful implantation of one mitraclip reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.